Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first step of the stapling process with the first reload on a laparoscopic sleeve gastrectomy, the power handle got stuck with no error or anything showing on the screen, but the surgeon would not able to perform open/close of the jaws, difficult to articulate, and would not enter firing mode. Also, the surgeon had difficulty removing the reload. Another adapter was used, however, the surgeon still experienced difficulty in articulating, difficulty in closing jaws, and would not enter firing mode. The surgeon tried to reboot the device to unlock the items. The surgeon opened new items to use to complete the case. It was also reported that the surgical time was extended for more than 30 minutes. There was no patient injury.